Event description:
A medtronic representative reported that the monitor will not keep the signal. He reported that he connected an external monitor and was able to have a solid display on the external monitor but not on the cart monitor. There was no patient present.

Manufacturer narrative:
No patient information as no patient was involved in this concern. The returned parts were found to meet specification. The reported issue was not able to be duplicated by medtronic personnel. The returned devices were fully functional and showed no anomalies.